Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using a pod coil and lantern delivery microcatheter (lantern). During the procedure, the pod coil was found to be bent upon removal from the packaging hoop. The physician then attempted to advance the pod coil into the lantern; however, the coil would not advance. Therefore, the pod coil was removed. The procedure was completed using a new coil and the same lantern. There was no report of an adverse effect to the patient.